Event description:
It was reported, "a pre-operative diagnosis stated, "failed right hip arthroplasty with osteolysis, wear and failure of implant trunnion."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.